Event description:
In 2009, pt requested assistance to get his bolus increment to 0.2 for the quick bolus instead of 0.5. Advised pt to put the infusion device in the advanced user menu, and then go to setup menu advanced, and change the bolus increment to reflect 0.2 units. Advised pt to set the user menu back to the standard menu. Pt reported that when he bolused earlier, it was programmed at 0.5 and he did not realize it. He states he was trying to bolus a 1.0 unit bolus by pressing the button 5 times after engaging the bolus and ended up with a 3.5 unit bolus. Pt reports this is when he realized he needed to change the bolus increment. Pt states he did have a low reading due to this "over-programmed bolus". Pt reports his reading was 71 mg/dl. He states he ate something and disconnected from the infusion device for a little while. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.